Event description:
The surgeon went to insert the anchor during an open rotator cuff repair and upon insertion the tip of the anchor broke off. The pt was not effected by the incident and all the pieces were found. A same like device was used to complete the procedure.